Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 181 mg/dl. The customer changed the site and change the bottle of insulin and still has insulin flow block alarm was going on. Assisted customer in performing a 5.0u fill cannula. Customer stated that the insulin did not exit. The insulin pump did not alarm with no reservoir detected. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. (B)(4).